Event description:
The customer contact reported no suction. The suction canister was to be used to suction unspecified fluids. The customer contact reported that when the nurses hooked up the suction canister, no suction was noted. It was reported that a white piece on the underside of the lid of the canister was noted. The customer contact reported that when the white piece was removed, the suction worked fine. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to a patient. No medical interventions were reported. Though requested, no additional info was provided including the usage of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.